Manufacturer narrative:
(B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for one patient. The following data was provided: on (B)(6) 2020, sid: (B)(6), initial result = 248.72 miu/ml, repeat = <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative performed extensive troubleshooting and observed rust inside the valve, vacuum. The part was replaced which resolved the issue. A review of the architect i2000sr, serial (B)(6) service history revealed no additional issues of discrepant b-hcg results reported post the current complaint regarding the valve, vacuum. A review of the i2000sr tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending for the valve, vacuum did not identify any trends for the current complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the valve, vacuum or the architect i2000sr processing module for serial (B)(6) was identified.